Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the analog pcb assembly was causing the device to power on by itself. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a shorted capacitor, designator c150. The customer received a replacement device.

Event description:
It was reported that the device was displaying low charge-pak indicator. There was no pt use associated with this event.